Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1412 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the piccline procedure, upon separating the peelable sheath, the peelable sheath did not separate properly, preventing removal of the vent from the catheter. No consequences for the patient. The device has not been preserved.